Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced a cannula that broke off or pulled out after use. The following information was provided by the initial reporter: after injection, the needle npe remained in the pen.

Manufacturer narrative:
H.6. Investigation: one pen injector and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample and photos therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced a cannula that broke off or pulled out after use. The following information was provided by the initial reporter: after injection, the needle npe remained in the pen.